Manufacturer narrative:
An event regarding heterotrophic bone and instability involving a restoris femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "no clinical or past medical history, no operative reports, and no dated serial x-rays are available. The formation of heterotopic ossification is an accepted complication of total hip arthroplasty and is not related to factors of design, manufacturing or materials of the prosthetic components." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusions: review of medical records by a consulting clinician noted heterotopic ossification in the lateral and lesser trochanteric region, however, the components are in nominal position. "The formation of heterotopic ossification is an accepted complication of total hip arthroplasty and is not related to factors of design, manufacturing or materials of the prosthetic components." Instability is not confirmed. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised for heterotrophic bone and instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient was revised for heterotrophic bone and instability.